Event description:
A guideliner v2 catheter was used during a clinical procedure to facilitate placement of a stent. During removal of the guideliner v2, the stent detached from the delivery system.

Manufacturer narrative:
.